Manufacturer narrative:
Getinge has been made aware of an incident involving a service engineer employed by the customer, who sustained facial burns while performing maintenance on operational equipment. The investigation determined that the root cause of the incident was the technician¿s failure to follow the explicit safety procedures outlined in the service manual. The manual (page 62, section 5.1) clearly requires that power, steam, and water supplies be shut off before performing any maintenance. Despite this requirement, the technician chose to conduct maintenance while the equipment remained operational and pressurized, which directly resulted in the release of hot water and caused the injury. According to the report, the employee sustained facial burns caused by hot water that sprayed out from inside the device. At the time of the event, the device was not being used for patient treatment. The device was directly involved in the incident but was not operating according to specification due to leak and the technician¿s deviation from required maintenance procedures. Based on the current investigation, there is no evidence indicating any deficiency in the design, manufacturing, or performance of the device on the market. The incident was solely the result of non-compliance with mandatory safety procedures by the customer¿s service engineer. At this stage, no further action towards the manufacturing process or marketed devices is warranted. However, getinge will continue to closely monitor customer feedback and field performance of the device for any future information that may require additional action.

Event description:
Manufacturer's reference number: (B)(6).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge has been aware about the an incident involving a work engineer who sustained injuries while performing maintenance tasks on operational equipment. According to the report, the employee suffered facial burns caused by hot water that sprayed out from inside the product. The incident occurred while the engineer was tightening a component that had previously been identified as leaking, and the equipment was still in operation at the time.